Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a drainage catheter was used on a patient for the treatment of cholecystitis. The insertion of the device seemed successful, however, during a scheduled procedure for the drain removal, clinical staff reported that this was particularly difficult to remove, particularly with the unlocking of the cap to release the drain. The patient subsequently attended the emergency department, and it was later identified that the patient had a gallbladder perforation. The patient undertook a laparotomy and was cared for in itu for 14 weeks. The instructions for use state that the resolve locking drainage catheter is not to be used in the biliary system.